Event description:
During a treatment procedure to place a 12 fr ss otw greenfield vena cava filter, the filter deployed prematurely. The rep was told that the vessel was tortuous and that the physician was quite rough with the device - to the point that the staff was concerned about potential for vessel perforation. No patient injuries or complications were reported.